Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that their device had a problem and that there was an ECG failure and blood pressure failure. The device was not under clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.